Event description:
It was reported that air bubbles were observed within the mobi cartridge. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer had filled the cartridge with cold insulin. Technical support educated customer to ensure insulin is at room temperature when filling cartridge. The customer reloaded the cartridge to resolve the issue.